Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason and the patient was implanted on the contralateral side with another cochlear device (date not reported). Additional information has been requested but it has not been made available as of the date of this report.